Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient had a pocket infection. Device was explanted however no new device was implanted. Patient was stable during and post procedure.